Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient had only 2 leads implanted. The system was explanted on 28 feb 2020. The reported infection has been resolved. The patient was implanted with a new system on (B)(6) 2020.

Manufacturer narrative:
Reported phone number: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02657. Related manufacturer reference number: 1627487-2020-02658. Related manufacturer reference number: 1627487-2020-02659. It was reported that during a lead revision procedure on (B)(6) 2020 (reference related MFR numbers: 1627487-2020-02660, 1627487-2020-02673 and 1627487-2020-02672) unusual fluid was noted at leads and ipg implant sites. As such, the physician decided to explant the entire system to address the issue. Patient was highly infected. MRI was ordered and the patient was released.